Event description:
It was reported to philips that the allura device would not start. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the device would not turn on. The customer performed a cold restart of the equipment, but it did not resolve the reported problem. Upon functional testing, the fse confirmed that the issue was with the deterioration of hdd due to long-term use. To resolve the issue, fse performed a ghost image restore. After this, the system returned to use in good working order. The codes were updated based on the investigation outcome.